Event description:
The customer reported that there was a "stator not on" error message and a loss of system power. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired a broken wire in the high voltage cable. The system operates as intended.